Event description:
It was reported that stent damage and stent thrombosis occurred. The patient presented for percutaneous transluminal coronary angioplasty (ptca). A 3.50 x 28 synergy stent was deployed at the target lesion. The patient had chest pain and an angiogram was performed which revealed that the stent was longitudinally damaged, causing stent thrombosis and the vessel reoccluded. The patient was then sent for coronary artery bypass grafting (CABG). No further patient complications were reported in relation to this event.